Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Underwater leak testing revealed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The ptach, when stained, exhibited the tupical appearance of an abrasion mark. The penetration within an abrasion mark is typical of that produced by calcified plaque durinf iabp. Device lebelling code: 1738.

Event description:
After iabp for for about 12 hours, the iab leaked. Blood was noted in the catheter.